Event description:
Implant placed with good primary stability, however it was impossible to separate the mount from the implant. Another implant has been placed in order to complete the procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant with minor signs of use. No pre-existing conditions were noted on the product experience report (per). The patient was noted to have moderate density (type ii) bone. The returned device was intended for tooth # 15 (fdi) and was used, placed and removed on the same day. X-ray or picture was not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the mount would not disengage from the implant at the time of placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.